Event description:
New information received notes that the lead was partially capped and replaced. A new single coil lead was implanted, and only the svc coil of the original lead remains active for shocking purposes.

Event description:
It was reported that the patient presented to clinic for routine follow-up. High pacing lead impedance and increased capture threshold were observed. The patient will be monitored.